Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed hematology results on the cell-dyn sapphire analyzer. The following data was provided: sid (B)(6) hemoglobin initial 9.4 g/dl, repeat 7.6 g/dl. Sid (B)(6) initial platelet 7 k/ul, repeat 118, 121 k/ul. Sid (B)(6) initial platelet 0.51, repeat 47, 51. Sid (B)(6) initial platelet 6.79, repeat 128, 128, 131 k/ul. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
Additionally data was provided: sid (B)(6), initial hemoglobin 7.42, repeat 10.8 there was no impact to patient management. An evaluation is still in process. A final report will be submitted when the evaluation is completed.